Event description:
Prolonged hip surgery due to unavailable locking ring. Lable specified "surgeon assembled with locking ring." Misinterpreted by surgeon to believe that locking ring was included. Intended to convey that the locking ring was included. Intended to convey that the locking ring was required for assembly.